Manufacturer narrative:
Additional information received regarding the patient outcome. B2, b5, h1, and h6 updated based on the information from the clinical site. The exact date of death is unknown but has been captured as the date of explant. If additional information becomes known, a supplemental report will be submitted.

Event description:
Clinical review/rationale: an impella cp was placed femoral to support the 77 year old male admitted in with acute myocardial infarction and cardiogenic shock. The patient had known small peripheral vasculature but, any other cardiac or systemic comorbidities are unknown. The cp accessed limb became ischemic on the support. The leg was cold and lost pulsatility. Any intervention is not known, and the contribution of the known poor native vasculature to the ischemia is not known. The patient did expire when care was withdrawn. The death is conservatively being reported although an unlikely contributing factor to the death, and more likely the patient's presenting native critical condition and decision for care withdraw.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
An impella cp was placed femorally to support the 77 year old male admitted in with acute myocardial infarction and cardiogenic shock. The patient had known small peripheral vasculature but, any other cardiac or systemic comorbidities are unknown. The cp accessed limb became ischemic on the support. The leg was cold and lost pulsatility. The pump was explanted the day after the implant. Any further intervention beyond pump explant is not known. Patient was noted to be stable after explant of the cp pump.

Manufacturer narrative:
Investigation summary: ppae: (ischemia): in order to make a cause determination, all of the clinical details outlined in (B)(4) would have to be provided. The root cause of the injury was unable to be determined due to insufficient clinical details. Device history lot. Device lot-1967768. Device history batch. Subcomponent lot-n/a. Device history review: the pump sn (B)(6) passed all the post sterile inspection checks.